Event description:
It was reported that review of the submitted log file revealed that a no external power alarm activated on (B)(6) 2022 from 13:44:35 to 13:44:39 due to a loss of alternating current (ac) power while connected to the mobile power unit (mpu); the alarm resolved when ac power was restored to the mpu. The system controller backup battery supplied power to the system and pump function was not affected during the loss of external power. Low voltage advisory alarms also activated on (B)(6) 2022 from 15:44:32 to 15:44:36 and from 15:44:37 to 15:44:40 due to the relative state of charge (rsoc) and bus voltage on the black power cable dropping to approximately 2.50 v while connected to the mpu; the black power cable was connected to the mpu and the white power cable was connected to a fully charged 14v battery during the low voltage advisory alarm.

Manufacturer narrative:
Serial number was requested but was not provided. Manufacturer's investigation conclusion the reported event of no external power and low voltage advisory alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The log file contained approximately 3 days of data (11sep2022 ¿ 14sep2022 per the timestamp). A no external power, low voltage hazard and power cable disconnect alarms were active on (B)(6) 2022 from 13:44:35 to 13:44:39 due to a loss of ac power while connected to the mpu; the alarms resolved when ac power was restored to the mpu each time. The system controller backup battery supplied power to the system and pump function was not affected during the loss of external power. Low voltage advisory alarms also activated on (B)(6) 2022 from 15:44:32 to 15:44:36 and from 15:44:37 to 15:44:40 due to the relative state of charge (rsoc) and bus voltage on the black power cable dropping below the low voltage threshold while connected to the mpu; the black power cable was connected to the mpu and the white power cable was connected to a fully charged 14v battery during these events. The low voltage advisory alarm cleared when the rsoc and bus voltages returned to the appropriate range each time. The root cause of the drops of voltage observed during the low voltage advisory alarms could not be determined. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. Multiple requests for additional information were made to determine if the mpu was exchanged and would be returned for evaluation. Further requests were also made to determine if the ac power cord had a v-lock connector, if the ac power cord was disconnected from the wall outlet or from the back of the unit, and if there were environmental circumstances that resulted in interruptions of ac power at the patient¿s home when the alarms were active. No response was received. Device history records of the mpu could not be reviewed as the serial number is unknown. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, low voltage advisory/hazard and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller and mobile power unit (mpu) power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to twist, kink, or sharply bend the system controller or mpu power cables and to carefully unravel and straighten the cables if they become twisted, kinked, or bent. Heartmate 3 instructions for use (IFU) (rev. C) section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 instructions for use (IFU) (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. G) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu and the patient cable. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.